Manufacturer narrative:
The customer¿s complaint that the tubing separated from the spike was confirmed. Visual inspection observed that the pvc tubing was separated from the quick spike. Functional testing was not performed due to the separation at the component engagement. Fluid was leaking from the separation. Visual inspection under magnification observed that both sides of the pvc tubing had no solvent applied at the engagement. Dimensional analysis showed that the pvc tubing was within specification. The root cause of the separation was identified as a manufacturing issue due to no solvent being applied at the junction of the pvc tubing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the spike of a blood administration set separated from the tubing during a transfusion. The set was replaced and there was no patient harm.